Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt messages) has been confirmed. Upon investigation the electrode belt failed the hipot and falloff tests. The trunk cable connector was cracked, and the driven ground wire in the connector was open. In addition, the pulse wire was open between ECG "a" and ECG "b". The open wires caused the reported check electrode belt messages. The root cause for the damaged connector and open wires could not be positively identified but was likely physical abuse. No adverse event results from the damaged connector and broken wires. The pt received a replacement electrode belt.

Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt was receiving check electrode belt messages. The pt was issued a replacement electrode belt.